Manufacturer narrative:
The customer reported that some of their infants are not moving at all but their g9 monitor nibp inflation will oscillate and escalate to higher inflation pressures, and then not produce a measurement. They also reported that sometime the infants map reading will appear, and that other times map and a diastolic reading will appear. No known harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that some of their infants are not moving at all but their g9 monitor nibp inflation will oscillate and escalate to higher inflation pressures, and then not produce a measurement. They also reported that sometime the infants map reading will appear, and that other times map and a diastolic reading will appear. No known harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the neonate nibp readings at the g9 monitor were intermittently inaccurate and then there would be no readings produced. The infants were reportedly not moving when this happened. No patient harm was reported. Investigation summary: the device event logs were sent in for investigation, and the issue was confirmed. A software deficiency was found, and a new software version is planned to be released in 2024 to resolve the issue. As such, it is likely that the cause of the issue is related to a software deficiency. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt #1: on 05/25/2022, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 06/01/2022, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 06/03/2022, emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the neonate nibp readings at the g9 monitor were intermittently inaccurate and then there would be no readings produced. The infants were reportedly not moving when this happened. No patient harm or injury was reported.